Event description:
Caller reported an error with their continuous glucose monitor, specifically cgm error 42 on their g6 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance on resetting the pump, and the caller successfully started a new sensor session without encountering the error again.